Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in hungary. It was reported that patient faced infusion set cannula kinked event on 24-apr-2024. The blood glucose level of patient at the time of event was 22.2 mmol/l and current blood glucose value was 11.6 mmol/l. The patient resolved the event by changing the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.